Manufacturer narrative:
No injuries were reported. Maxg is a ipl handpiece, and not a laser based handpiece. Although it was firing continuously, this is not an accidental radiation occurrence (aro) since it is not a laser based handpiece. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse confirmed foot pedal was not working. To resolve the issue, fse replaced the footswitch. This event is reportable since a device malfunction occurred and if it were to reoccur, it can cause a serious injury.

Event description:
Site reported icon device continuing to fire even after operator released foot pedal.